Event description:
Subject: (B)(6). Welbow clinical study. One day after the surgery involving the crf ii implant, a change in the dimensions of the operated limb was observed. It was determined that a short radial bone cut had caused an elbow dislocation. This event was reported as a serious adverse event ¿prolongation of existing hospitalization by 3 days to address this issue, revision surgery was required (re-operation with implant change) on (B)(6) 2024.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.